Event description:
It was reported that bd maxzero needleless connector was damaged. The following information was received by the initial reporter with the following verbatim: this is a complaint about leakage occurred from the damaged hub. While needless connector was used under cicc management, leakage from the damaged connector was confirmed when administering immunosuppressants.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: one mz1000 sample was received for investigation of (B)(4), in which the customer has stated: "while needless connector was used under cicc management, leakage from the damaged connector was confirmed when administering immunosuppressants." Residual fluid was noted in the line. No packaging was received with the sample; therefore, the lot number could not be confirmed. The returned sample was subjected to leakage testing by occluding the set at each joint and flushing with air using a 50ml bd plastipak syringe whilst submerged under water; leakage was confirmed at the female luer adaptor. Upon closer inspection, the customer's experience was confirmed as a crack was present at the site of leakage. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Without a lot# it was not possible to perform a production record for any potential in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that reports of this nature against products in the mz1000 product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.